Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer commented that they felt as if the forceps moved with a delay after they moved their hand. The movements of the surgeon did scale appropriately to the instrument. There was no problem with the scale. The instrument moved in the intended direction. There was a delay in the instrument movement. There was no injury to the patient as result of the event. The device was inspected prior to use with no damage or anything out of the ordinary identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the synchroseal instrument associated with this complaint and completed investigations. The reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system and passed the recognition, seal and engagement tests. The instrument moved intuitive with full range of motion in all directions. The grips opened and close properly. There was no physical damage on the snake wrist cables nor main tube observed during testing that would have caused the failure. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon felt a slight discomfort with the movement of the hand control and forceps when using the synchroseal. There was non-intuitive motion with the synchroseal during the operation. They described that it did not move intendedly. It seemed as if they were slipping out of place. As a countermeasure, the surgeon removed and reinstalled the forceps, but over time the slippage began to occur again. The insertion and removal was repeated about four times. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. .